Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hmc-ms1a, full height drawer 5 did not fully open. The drawer repeatedly became stuck halfway open, and nurses had to pull it with force to fully extend it.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 did not fully open and was hard to open and close due to a faulty slide rail. A field service engineer replaced the right slide rail and performed testing using hardware test application and completed proactive maintenance. The system functioned as intended after the field service engineer repaired the device.